Event description:
Reporter states a pediatric patient was scheduled for a doctors appointment and had presented with low grade fever. With concerns for covid-19, doctor ordered rapid covid-19 test for patient prior to entry to the building. Patient sample was acquired at a point of care rapid covid test site and run using the accula sars-cov-2 test. Reporter states that the patient sample was run in the first cassette and about 10 minutes into the test, the machine flashed error code 15 and no result was obtained. The reporter states that patient sample was then tested using a different test cassette and dock where she notes the sample ran the full 30 minutes without a result obtained. Reporter notes that there was a blue line going down and that all testing lanes were empty. Reporter states that on the 3rd attempt during a different cassette and dock a negative test result was obtained. Of note, reporter states that prior to the reported malfunction, all controls that were run in the morning had no issue. Reporter states that no medical intervention was needed as a result of delayed test and that the patient was seen by doctor later in the day.